Event description:
During remote follow-up, loss of capture and decreased r wave amplitude were observed on the right ventricular (rv) lead. Lead dislodgement was suspected but was not confirmed visually. During lead revision, the helix of the rv lead did not extend. The rv lead was explanted and replaced. The patient was stable there were no adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgment, loss of capture, low r-wave amplitude variation, and helix mechanism issue. The reported event of helix mechanism issue was confirmed while the reported events of loss of capture and low r-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece. Visual examination found the helix partially extended and clogged with blood and tissue. After cleaning the helix could be fully extended and retracted when torque applied to the inner coil. The cause of the reported event of helix mechanism issue was isolated to the blood and tissue clogging the helix and the over torqued inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.